Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose as high as 32.3 mmol/l. During troubleshooting, customer stated that she had had multiple bent infusion set cannulas and a no delivery alarm was found in the insulin pump alarm history. Customer had treated for high blood glucose with the insulin pump as well as a needle. At time of the report, customer's blood glucose was 17.4 mmol/l. Nothing further reported.